Manufacturer narrative:
Zimvie complaint (B)(4). The event occurred sometime in aug 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the bhs controller has exposed at the connection to the controller as well as close to the connector wire. The patient claims the wires get twisted and pinched often due the nature of her injury and area to treat. The patient wore the controller under a knee brace sleeve to bed and the controller burned and blistered her skin. The skin was red, blistered, swollen, and now scabbed. The pain was 2 out of 10. The patient using neosporin on the burn. The patient spoke with her doctor about the burn and he told her the unit was not meant to be worn under a sleeve or wrapped up. The patient stated she is not sending the controller back because it burned her and she's going to her attorney. The patient reported that she still has 2 of her burn marks.

Manufacturer narrative:
Corrections - b4: date of this report, d3: manufacturer address and email address, d4: UDI, d8, d9, g1: contact office and manufacturer site, g6: report type, h6: device code additional information - h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that the bhs controller has exposed at the connection to the controller as well as close to the connector wire. The patient claims the wires get twisted and pinched often due the nature of her injury and area to treat. The patient wore the controller under a knee brace sleeve to bed and the controller burned and blistered her skin. The skin was red, blistered, swollen, and now scabbed. The pain was 2 out of 10. The patient using neosporin on the burn. The patient spoke with her doctor about the burn and he told her the unit was not meant to be worn under a sleeve or wrapped up. The patient stated she is not sending the controller back because it burned her and she's going to her attorney. The patient reported that she still has 2 of her burn marks. The bhs controller was not returned for evaluation.